Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient was transferred to the ccu (coronary care unit) due to a vasoactive drug reaction. Later that day, the patient experienced cardiogenic shock, pulmonary edema and an ejection fraction (ef) of 15%. As a result, patient was intubated and an intra-aortic balloon pump was inserted. The next day a valve-in-valve was performed due to moderate paravalvular leak (pvl). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.